Event description:
Boston scientific crm received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement greater than 2000 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated that the patient was seen in clinic. No intervention was performed at this time. The patient planned to follow-up with the clinic after their vacation at a date in the near future. Additional information received indicated that a revision procedure took place and the pace/sense portion of the rv lead was surgically abandoned. A new pace/sense rv lead was implanted. The chronic rv lead remains in service for defibrillation. No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Approximately seventeen months later, the device was explanted due to a patient upgrade to a cardiac resynchronization therapy defibrillator (crt-d). There were no additional allegations regarding the previous reported issue. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device never triggered replacement indicator while implanted. A visual inspection of the device header and case noted no anomalies. A review of the memory log found no irregularities and all impedance measurements were normal. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.